Event description:
It was reported that the patient presented for remote follow up with loss of capture and high pacing impedance due to suspected right ventricular lead fracture. Lead replacement or revision procedure was discussed. No interventions were reported. The patient was in stable condition.